Manufacturer narrative:
(B)(4).no conclusion code available. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 21.1-23.4cm from the connector pin, consistent with lead friction to the device can. The silicone insulation was intact at this location.

Event description:
This report is to advise of an event observed during analysis.